Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 375cc saline breast prosthesis, cat. #3501660, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 375cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation and replacement with an unspecified mentor saline breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 05/24/2018, mentor received the following additional information about the event: the operative report stated that it was the patient¿s left implant (originally reported as the concomitant product) that deflated. The suspect medical device in this medwatch report (right implant) did not deflate. Device code is being updated to ¿no known product problem¿. Deflation of the left implant will be reported to the FDA in a separate medwatch report. The operative report stated that the patient had bottoming out of both implants and dislocation of both implants, way into the axillary regions, left side greater than the left. On 06/12/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 06/12/2018, mentor became aware that the patient¿s explanted devices were replaced with mentor smooth round moderate profile 425cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/10/2018, mentor completed the investigation on the suspect medical device. The device was received with no fluid. White material was observed within the device. Upon receipt the device appeared intact. No anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. At this time is not possible to determine the origin of the white material observed. Migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).